Event description:
It was reported that the therapist noticed, the pt was much tighter two days after the pt's husband cracked her back. The pt was started on oral baclofen and an x-ray confirmed that the catheter tip had fractured off and was free floating in the cerebrospinal fluid. The pt was at her home and her status was reported as good. The catheter was revised in 2007. The device system was used to deliver lioresal. Additional info has been requested, a follow up report will be submitted if additional info becomes available.

Manufacturer narrative:
.